Manufacturer narrative:
The investigation determined that three non-reproducible, higher than expected vitros troponin I es results were obtained from three individual patient samples run on a vitros 5600 system. The most likely assignable cause of the events is an instrument related issue, as within-laboratory precision testing was unacceptable. Following completion of service actions acceptable vitros tropi es precision was observed indicating that the 5600 system was returned to its expected performance. In addition, a vitros tropi reagent issue, as well as pre-analytical sample handling cannot be ruled out as contributing factors.

Event description:
A customer complained after observing three non-reproducible, higher than expected vitros troponin I es results from three individual patient samples run on a vitros 5600 system. Patient 1 tropi es result= 0.068 ng/ml versus expected <0.012 ng/ml; patient 2 tropi es result= 0.125 ng/ml versus expected <0.012 ng/ml; patient 3 tropi es result= 0.060 ng/ml versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The patient results were reported outside the laboratory; however, there was no allegation of patient harm made as a result of the events. (B)(4).